Event description:
It was reported that the patient died. In (B)(6) 2018, early in the morning, the patient was admitted in the hospital at intensive care unit (ICU). Prior to procedure, the patient was found to have evidence of myocardial infarction (mi) and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. Vascular access was obtained via the femoral artery. The 10x3.0mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >=90 degrees bend. A 12 x 3.00mm promus premier drug-eluting stent was successfully implanted to the lesion. However, it was noted that the patient became uncomfortable and suddenly blood pressure dropped. After a couple of minutes, the patient died due to severe repeated mi.